Event description:
Customer reports the use by date on the aviva test strip vial as 11/30/2010. Manufacturer's batch record confirmed the actual use by date to be 11/30/2009. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reports the use by date on aviva test strip vial as 11/30/2010. Manufacturer's batch record confirmed the actual use by date to be 11/30/2009. No adverse event reported. Requested return of suspect device and replacement was sent.